Manufacturer narrative:
This report is filed october 17, 2014.

Event description:
Per the clinic, a post operative x-ray revealed the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).